Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. The customer's blood glucose (bg) level was "low", although a specific value was not given. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.